Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge from a different box and resumed insulin delivery. Customer technical support followed up with the customer for additional information, educated them on certain differences between pump models, and ensured the o-ring was in place and undamaged. The customer cleaned the pneumatic tap area and resumed insulin delivery with a new cartridge. As a gesture of goodwill, customer technical support sent a replacement cartridge pack, and the case was closed.